Event description:
During an abdominal aortic aneurysm repair, the physician encountered multiple difficulties with the valve on the zenith flex aaa endovascular graft bifurcated main body. There were issues encountered during removal of the gray positioner and also issues encountered during placement of the limb through the valve. No additional information has been provided to assist with this investigation. New information received (B)(4) 2011: the physician had difficulty removing the gray positioner from the sheath, when placing limb through valve of sheath had much resistance the sheath on the limb advanced beyond the dilator tip in error pushing on the implanted graft causing it to buckle, removed limb and repositioned the sheath, advanced again with much resistance and still pushing on implanted device. Placed a balloon in limb of main body and ballooned to make sure it was open and not folded on itself. Used a new limb still advanced with resistance but passed. Caused limb on contra side to disconnect part way when graft buckled, used another iliac leg to bridge the gap incurred by separation.

Manufacturer narrative:
Event evaluation: still under investigation.